Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced hospitalisation due to high blood glucose levels on (B)(6) 2026. The blood glucose levels were high upto 400 mg/dl and got treated with manual injection. The patient felt sick and tired. The patient was in the hospital for more than 24 hours. No further information available.